Event description:
It was reported that during generator replacement that the lead was difficult remove from the on the pacemaker. The physician elected to use another pacemaker. There were no patient consequences.

Manufacturer narrative:
Correction: serial number correction and d4 and h4.

Manufacturer narrative:
Reported event of difficult to remove was not confirmed. Visual inspection on device indicated the header was damaged and rv-septum and rv-setscrew were not returned for analysis. Small amount of bodily fluid was noted in the header. Dimensional analysis on rv connector bore indicated all measurements were within specification. Lead insertion and extraction tests were also performed and test lead was able to insert and extract with the appropriate force. The longevity assessment was performed and device was in normal range of operation and is considered normal battery depletion.